Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. Inlet pressure (ip) was -7.0, circulation pump command (cpc) was 49 percentage, flow was 0.0. Attached shunt and observed water moving through shunt. It was determined that the arctic sun device had a failed flowmeter and replace the flowmeter in house, part and price provided. Per follow up, spoke with biomed, who confirmed replacement of the flow meter and device has returned to service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 41 (low internal flow). Inlet pressure (ip) was -7.0, circulation pump command (cpc) was 49 percentage, flow was 0.0. Attached shunt and observed water moving through shunt. It was determined that the arctic sun device had a failed flowmeter and replace the flowmeter in house, part and price provided. Per follow up information received via phone on 25nov2024, it was reported that spoke with biomed, who confirmed replacement of the flow meter and device has returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 41 (low internal flow). Inlet pressure (ip) was -7.0, circulation pump command (cpc) was 49 percentage, flow was 0.0. Attached shunt and observed water moving through shunt. It was determined that the arctic sun device had a failed flowmeter and replace the flowmeter in house, part and price provided.